Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. There was no impact to the customer's blood glucose (bg) level due to the reported event. The customer was able to load a new cartridge successfully and resume insulin delivery. However, the customer reported experiencing an elevated bg level in the upper 200's (mg/dl). A correction bolus was delivered to address bg level. In addition, the customer experienced a low bg level of 57 mg/dl. The cause of the low bgs was unknown, but is possibly related to the customer going swimming. The customer consumed carbohydrates to address low bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of the pump data logs by tandem quality engineer showed that five bolus requests were recorded throughout the day on (B)(6) 2016. Three of the bolus requests were made when the customer still had insulin on board (iob) from a previous request. One bolus request was for a much larger amount of insulin compared to the other bolus requests. There were no low blood glucose (bg) levels recorded, and customer stated activities could have led to a low bg level. Large bolus request with existing iob could have led to a low bg level, but cannot be confirmed. The insulin pump operated within specification, and there is no evidence that the pump malfunctioned or experienced a failure.